Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: broken device.

Event description:
Healthcare professional reported "defective implant." Device was not implanted.

Event description:
Healthcare professional reported "defective implant." Device was not implanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of broken device was received on dec 03, 2024, with lot number 1224029. Based on the product analysis performed, the assessments of the complaints are: broken device: not observed. As per the investigation procedure crease deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.